Event description:
It was reported that the patient experienced premature ventricular contraction(s) after which the r-wave amplitude decreased, and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks. Technical services review of the recorded device data indicated that the s-ICD treated the patient due to the change in the patient's underlying rhythm. It was recommended to consider changes to the programmed treatment zones. The s-ICD remains in service.